Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that when this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, it displayed a battery depletion (bd) alert. The patient had not been seen for a follow up for two years, but did undergo an unrelated surgical procedure a year ago. The field representative was to perform a memory download and submit it to boston scientific technical services (ts) for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A memory download was performed and submitted for engineering review. It was determined that the bd alert was unintended and the battery is depleting normally. This information was communicated to the field representative. No adverse patient effects were reported.